Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine battery change, impedance testing detected high impedance (>25k) for contact 0 monopolar and all bipolar pairs. Impedance did not resolve the impedance out of range for contact 0. This contact is not used in programming for the patient's therapy management thus no further action was taken nor is planned at this time.  Cause was not known. No patient complications have been reported as a result of this event.